Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial (ra) lead was damaged. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.